Manufacturer narrative:
Device evaluation of batteries (B)(4) has been completed. The reported problem (unable to power on a monitor) has been confirmed. Upon investigation the batteries were unable to recharge or power on a monitor. The f1 fuse was open in each of the batteries. The cause for the open fuses was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the defective battery packs. Device manufacture date: sn (B)(4): 04/29/2015, sn (B)(4): 11/20/2015.

Event description:
A us distributor returned a patient's battery packs (B)(4) and reported that they were unable to power up a monitor.